Event description:
It was reported that the micro saggital overheated during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the sag head assembly was found to be corroded. The presence of corrosion in the sag head assembly is likely to cause or contribute to the handpiece heating up or overheating.